Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-20 indicating that the follow up appointment with the patient would take place on (B)(6) 2019. Additional information was received from the rep on 2019-may-24. The rep states that the entire right lead (8-15) is over 40k ohms (all reference electrodes checked) and contact 5 on left side is 34,300 ohms. The physician did imaging of the leads and it appears both leads migrated down about the same amount; they were at mid t-8 and now are around bottom of 8/top of 9. The rep reported that the patient twisted one day and got a shock and ever since then it hasn't been the same but there was no other trauma to patient's back area. Technical services reviewed to obtain imaging of ins to see if right lead became dislodged from header block or if there are visible fractures along lead. Technical services reviewed if reprogramming can't achieve coverage, they will likely need to go intra-op, check if lead(s) are secure and they could test leads on their own to see if impedance issue remains and if so, lead(s) would need to be replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on may-08-2019 the rep was not able to determine the cause of the high impedances. The patient is being sent for x-rays and following up with the doctor to resolve the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-17. The results of the images showed a slight migration of the leads but it is the doctor¿s opinion the leads did not move enough to require surgical intervention. To resolve the issue they are programming around the electrodes that are out of range. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep noted that all contacts 8-15 on an impedance check showed red x¿s (greater than 40,000 ohms). Technical services and the rep reviewed that this could be a lead pull from the header block and they discussed imaging. The impedance issue was found on (B)(6) 2019. The rep noted that the patient's healthcare professional (hcp) is leaving the practice but the patient would remain at the group under a new hcp. There were no patient symptoms reported and no complications reported.